Manufacturer narrative:
Section a. Numerous attempts were made fto acquire pt information from the dreporter. All attempts were unsuccessful. An examiniation of the main printed circuti board removed from the device determined intergrated circuit u23 exhibited intermittent operation due to broken internal connections. This component discrepancy is consistant with alleged intermittent failure of the defibrillator to charge.

Event description:
Allegedly during pt use, the defibrillator intermittently failed to charge. A back up device was available and used to continue treatment. Pt outcome unknown.